Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. Customer tried to expose again to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be able to perform exposure. A review of the system logfiles identified that the capacity of the one phase electric charge was high. Upon troubleshooting actions, fse identified that due to the high-capacity device connected on one of the phases that caused power low and unstable. Fse instructed the customer to check the cable connection and adjusted it accordingly. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Hospital cause of the issue with the power low and unstable and there was no issue with philips azurion. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.